Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that uninstalling and reinstalling cranial software resolved the issue. Representative confirmed that the site was not having any further issues at this time. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during vp shunt insertion procedure,the navigation system was unable to track axiem instruments. After rebooting, the system was able to track instruments and site proceeded with case. The procedure was completed with the use of navigation. There was a delay of 15 minutes. No impact on patient outcome.